Event description:
Vit k injection given via a bd 1ml 25g 5/8 needle (reorder #309626). When removing the needle/syringe the needle remained, separating from the hub. Needle was intact and needed to be removed by hand/finger tips.